Event description:
It was reported to philips that the c-arc motion error occurred due to defective geo module on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo module and updated the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)